Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was received with minor scratched lcd window.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 62mg/dl. Advised insulin pump would be replaced. No additional information was provided.